Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
While performing a procedure to stent the right common/external iliac artery the physician advanced the stent through a 7fr sheath to the site of the stenosis. When he attempted to connect the 3-way stop cock onto the boston scientific encore insufflator to deploy the stent the 3-way would not connect. After connecting the insufficient directly to the balloon inflation port the stent was successfully deployed.